Event description:
A surgeon reported that since implantation of an intraocular lens (iol), a pt complains of glare at night. The association between this event and the iol is not known. Additional information has been requested.